Event description:
It was reported that the physician handheld device was not functioning properly. Details regarding the issues were not provided. Troubleshooting was performed, but these unknown issues did not resolve. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
Analysis of the returned handheld device and software flashcard was completed. It was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on. Additionally, it was identified that the main battery could not power the handheld for more than an hour giving the indication that the main battery is defective. No other anomalies were identified. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.